Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and still attached to the core wire of the wds when a thrombus was noted to be present on the was. The physician released the closure device and successfully implanted the device in the laa of the patient. While removing the was from the patient the physician aspirated the thrombus. Post procedure the patient underwent a neurological check with no issues noted. The patient will be given additional neurological checks overnight, but they are expected to make a full recovery from this event.